Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed selftest error. Customer's blood glucose level was unknown. Alarm did not occur during rewind. Customer was assisted in performing selftest and the error alarm occurred. Customer was advised to refer back to healthcare professional's instructions. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit received with constant rf pic failed selftest alarm due to a problem isolated to the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the rf pic failed selftest alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.